Event description:
A spectranetics 14f glidelight laser sheath was used to extract an ra lead with no issues. Ten minutes post-extraction and re-implantation of a new ra lead, the patient's blood pressure dropped and a pericardia! Effusion was detected around the right atrium via transesophageal echocardiography (tee}. A pericardiocentesis was performed, removing 450 cc of blood, after which the bleeding stopped. A drain was placed and the patient survived. During the re-implantation, the new ra lead was repositioned a few times, and the physician thought the injury (suspected ra perforation} could have been from the repositioning. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).